Event description:
Customer reported the tscu department has pca tubing on a pt coming from surgery which has a hole in it. It is unk if the set was used. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.